Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a coronary procedure to treat target lesions in the heavily calcified left anterior descending (lad) artery. There were two lesions noted; the first was noted to be not significant based upon fractional flow reserve (ffr) findings and was not treated. The second lesion, distal to the first, was noted to need treatment. The 2.25 x 08 mm xience xpedition stent delivery system was advanced; however, the device was unable to cross to the target lesion and was withdrawn. During withdrawal, the stent dislodged. A snare device was advanced and was able to retrieve the dislodged stent. There was no adverse patient sequela; however, a procedural delay was reported due to the required snaring. No additional information was reported.